Event description:
It was reported there were exposed wires near the base of the unit. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Initial reporter name and address: telephone number: (B)(6). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6)this medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, e1, e2, e3, g2, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified the following related repair: tech confirmed the exposed wires at the base of the handpiece. Tech replaced the strain seal relief and end cap. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.